Event description:
A customer reported that a system message was displayed at the beginning of a vitreous procedure which immediately followed the cataract procedure. Droplets were found on the backside of the product. The console was replaced and the procedure was completed without harm to the patient. Additional information was requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device record history (DHR) shows the product was released per specifications. The returned sample was visually inspected and a crack was observed on the infusion chamber at the weld line. A submerged leak test was performed and leakage was detected at the infusion chamber weld line. The infusion chamber was removed and upon further inspection, the weld lines on the pinch plate showed signs of an inadequate weld which would result in the customer's experience. The root cause of the customer's complaint is due to a leak between the infusion chamber and pinch plate. The source of the leak is likely related to an error in the welding process during manufacturing. (B)(4).